Manufacturer narrative:
Concomitant medical products: product ID 3550-68, lot# n518182, product type: screening device; product ID 3389s-40, lot# va0vb1t, implanted: (B)(6) 2015, product type: lead; product ID 3389s-40, lot# va0wagk, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there were two issues with the nexframe during surgery. The first issue was that the rotating alignment dial operated poorly; it took a lot of effort for the surgeon to rotate it in order to correctly align it on the patient. It was also difficult to get the center alignment adaptor to seat properly without using extra force, both placing and removing it. The issue was identified through observation and use. Nothing could be done to troubleshoot the issue. The second issue was that one of the sr-10 screws in the tower base tore during system removal. It was possible that use of the "osteomed manual handle or bit" versus the stimloc screwdriver led to the issue. A matchstick drill bit was used to cut off the protruding portion of the screw after attempts to remove it with other surgical tools was unsuccessful. There was also an issue with the twistlock cable during surgery. When performing test stimulation on the patient, no changes were observed. Upon running an electrode impedance test, it was found that all circuits for contact 1 were open. A second lead was opened thinking the issue was with the lead, but the issues persisted. The twistlock cable was changed out and everything was normal. The issues caused about a ten minute delay. No surgical intervention occurred or was planned. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the nexframe, lot #082535614, found no anomaly. The center alignment adapter was able to fit into the socket with no issues. Once aligned, the adapter was able to rotate that anatomy alignment ring with very little resistance felt. One of the screws on the ring assembly was missing and not received for analysis, thus its condition could not be determined. There did not appear to be an accurate result code for the device analyzed. It was the nexframe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.